Event description:
A surgeon reported the haptic of the intraocular lens (iol) adhered to itself and did not open. A second procedure was performed to release the haptic.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by phone on 01/17/2008, by email and by phone on 01/28/2008 and by mail on 01/29/2008. Additional information was received from the surgeon.